Event description:
A blood glucose lab was performed on a pt test at 6:00am with a result of 32mg/dl. At 7:15 the pt was tested on a blood glucose device and the result was 121 mg/dl. At 7:35am another lab was drawn with a result of 36 mg/dl. Pt was treated based on lab results. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.